Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/19/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 6:31 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 9 days 19 hours and ended due to an algorithm detected failure on (B)(6) 2026 at 2:11 pm. There were no bg calibrations attempted during the sensor session. On the day of the reported event (4/28/2026) there was no sensor session in progress in the morning due to a sensor failure the prior day. The root cause of the customer¿s experience was determined to be wearable failure due to progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2026. On (B)(6) 2026 the patient's daughter-in-law, stated that she arrived to pick up the patient for a scheduled doctor¿s appointment and found him already on the ground unconscious. She immediately called 911. Emergency medical services (ems) responded, assessed the patient, and documented a blood glucose level of 41 mg/dl. The patient was treated with IV dextrose on site and transported to the hospital. No blood glucose meter readings or continuous glucose monitor (cgm) data were available prior to the event. Cgm data was also unavailable during the incident due to signal loss. The reporter indicated she was unaware of any symptoms before the event. The patient does not recall any details leading up to the incident, including the time of signal loss, due to loss of consciousness. The patient stayed at the hospital for approximately 5 days, and no additional medical interventions were reported during that time. At the time of the report the patient was fine. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No additional event or patient information is available.